Event description:
Patient with occasional pain, x-rays showed no issue. Some time later, the patient presents with lumbar pain. CT scan performed: the radiologist enlarged the field and focused on the lower pelvis, revealing an area of periprosthetic metallosis. Puncture was negative, no infection, but blackish liquid was present. About 9 years and 10 months after the primary surgery, the surgeon cleaned the joint and changed the insert and the femoral head. Stem and cup left in situ.

Manufacturer narrative:
Batch review performed on 17 june 2025: lot 130568: (B)(4) items manufactured and released on 27/03/2013. Expiration date: 28/02/2018. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 17 june 2025: stem: quadra-h 01.12.032 quadra stem quadra laterized hap 12/14 s2 (k082792) lot 147206: (B)(4) items manufactured and released on 08/01/2015. Expiration date: 30/11/2019. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Devices not registered in us: implants from ceramtec 38.49.7179.285.00 head biolox delta dia.36 12/14-m - steril lot. 7010923090 sn (B)(6). Implants from ceramtec 38.49.7188.555.20 insert biolox delta xlw18 dia.36/48g - steril lot. 7010960062 sn (B)(6). The legal manufacturer (ceramtec) performed the document review and confirmed that the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect or non-conformities regarding sterilisation. Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately ten years after the primary total hip arthroplasty, due to a diagnosis of metallosis. The available radiographic image does not clearly support the reported diagnosis, as the condition was primarily identified through CT and joint aspiration. Metallosis in this type of construct[?]comprising a metal stem, ceramic head, ceramic liner, and uncemented metal acetabular shell[?]is exceedingly rare, though not impossible, and must be due to impingement of the stem and the cup during extreme range of motion. It is, however, unusual that such a condition would not have caused visible damage to the metal components, and that the surgeon decided to leave them in place. Given the limited clinical and diagnostic data available, no definitive conclusions can be drawn at this stage. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.